Event description:
It was reported a hematoma and retroperitoneal bleed occurred. A left atrial appendage closure (laac) procedure was performed using a watchman fxd double curve access system (was) and a 24mm watchman flx pro left atrial appendage (laa) closure device & delivery system (wds). The 24mm closure device was successfully implanted, and no pericardial effusion was noted during the procedure. Toward the end of the case, following device deployment and while assessing the position, anchor, size, and seal (pass) criteria, the anesthesiologist noted that the patient's blood pressure had decreased and provided treatment. The patient recovered from anesthesia without issue and was transferred to the postoperative recovery area. Approximately 10 to 15 minutes after the patient left the procedural laboratory, the physician was called back due to recurrent hypotension. The physician subsequently informed the team that the patient was being evaluated for possible retroperitoneal bleeding, hematoma formation, and epigastric artery bleeding. The patient was treated with a low dose of levophed which improved systolic blood pressure. The patient received 4 units of packed red blood cells, and manual pressure was applied over the hematoma site. Anticoagulation therapy was held, and the patient was admitted to the intensive care unit (ICU) for further monitoring. A follow-up ultrasound was performed later that evening, and the physician suspected a pelvic bleed. No perforation site was found. The physician was not sure the cause of the bleed. The patient remained stable and in the ICU. There were no further complications, and the patient was discharged three days later.